Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the subject stapler failed to perform in a reasonably safe manner when used as intended on plaintiff. As per report, patient suffered a permanent injury.

Manufacturer narrative:
This report was sent in error as a duplicate for MFR report number: 1219930-2017-06505, any additional information received in the future will be captured and submitted under the report number 1219930-2017-06505. If information is provided in the future, a supplemental report will be issued.